Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant, the right ventricular (rv) lead exhibited undersensing. The lead remains in us e. No patient complications have been reported as a result of this event.